Event description:
The following was reported to hamilton medical ag: summary: a self-test error occurred when the device was turned on with technical faults: 431017, 444004, 231032. When trying to download log files, the device did not recognize the usb flash drive.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "mainboard (motherboard)" has been identified to be the faulty component according information of the customer. Correction: replaced defective component.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "mainboard (motherboard)" has been identified to be the faulty component according information of the customer. Correction: replaced defective component. Update: copy and past error corrected: serial number: (B)(6) and date of submitting this report: 16.02.2024 in the related sections.

Event description:
The following was reported to hamilton medical ag: summary: a self-test error occurred when the device was turned on with technical faults: 431017, 444004, 231032. When trying to download log files, the device did not recognize the usb flash drive.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "mainboard (motherboard)" has been identified to be the faulty component according information of the customer. Correction: replaced defective component. Update: copy and past error corrected: serial number: (B)(6) and date of submitting this report: 16.02.2024 in the related sections. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: a self-test error occurred when the device was turned on with technical faults: 431017, 444004, 231032. When trying to download log files, the device did not recognize the usb flash drive.